Event description:
During routine testing at installation of unit, ge healthcare service representative noted oxygen cylinder pressure was reading approximately 2976 psi with no cylinder connected. There was no patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.